Event description:
Pt's family member called lfs on 01/2002 alleging that they were unable to test pt on the meter and pt was hospitalized. The call was document by "ccr". Pt started to use the meter few months ago and has been receiving the "insert strip" message since then. Pt was not clear on why pt began to use the meter or what pt did in response to the message. On the day of the incident, pt had breakfast and went to pt's scheduled doctor's appointment. Pt does not recall if pt tested prior to going to the dr's office or if pt took insulin. Per "ccr", family member tried to test customer's blood, but kept receiving "insert strip" message. Per "ccr", "blood had been applied to strip before inserting into meter". Customer could not recall time of dr's appointment, but stated it was in the morning. When pt arrived at the office, pt's blood was tested on the dr's meter and a result of "600 something" was obtained on the dr's meter. Pt stated that pt almost passed out and could not remeber the day or date. Pt stated dr's office is a clinic that is associated with hosp, so pt was kept in the clinic all day and given a few glasses of water. Pt was not sure if pt rec'd insulin. Later that evening, pt was admitted to the hospital. The diagnosis is not known. Pt was given IV in hosp. Pt did not know what is was. Per "ccr", pt was admitted to the hosp and released nine days later "once they brought pt's blood sugar down".